Manufacturer narrative:
The reported over infusion of propofol with 9ml unaccounted for could not be confirmed. The log review found no programming using the (B)(6) library for propofol. Earlier on the day in question a user selected ivf and programmed it at 30ml/hr with a vtbi of 100ml. At 10:29am on (B)(6) 2016 a user selected the device and changed the rate and vtbi to the reported rate of 11.9ml/h and vtbi at of 100ml. Two minutes later the user paused the infusion and a safety clamp open alarm was generated for a duration of 8 seconds. It is possible that this event contributed to the reported 9ml unaccounted for. The user restarted the infusion and then paused it again approximately three minutes later, then restarted it again approximately 34 minutes later. Approximately 19 minutes later the infusion was again paused without being restarted, and the system was then powered off. The total calculated volume infused was 4.607ml for the infusion running at 11.9ml/h. Rate accuracy testing of the module found it was slightly under infusing; this finding would not have contributed to the customer¿s reported issue. The pump module¿s rate accuracy performance was corrected with calibration. No issues or anomalies were identified that could explain the reported over infusion. The root cause for the over infusion of propofol where there was 9ml unaccounted for was not identified. However, the device event log did indicate that the device alarmed for safety clamp open for a recorded duration of 8 seconds which may account for the 9 ml unaccounted for.

Event description:
The customer reported that during a nuclear medicine procedure the patient had a propofol infusion intended to be infusing at 11.9 ml/hr which had been initiated at 11:07 am. The patient was given three 20 mg boluses, two of them prior to the start of the infusion and one additional bolus after the infusion had initiated. At 11:25 am the patient became apneic with a drop in bp from a baseline of 80/40 to 61/31. Mechanical ventilation was accomplished with a bag-valve mask and the o2 saturation was 100% throughout the event. A normal saline bolus was administered and the patient had a return of baseline vital signs upon return to the recovery room. There was no lasting harm. The remaining volume in the 100 ml propofol bottle and tubing was found to be 87 ml; the customer believes the patient should have only received 4 ml, leaving 9 ml unaccounted for.